Event description:
During a coronary stent procedure of a 99% stenotic lesion, the stent dislodged. The guide catheter disengaged and the stent caught on the edge of the guide catheter and dislodged. The stent was retrieved with a snare. Pt status is listed as "good."